Event description:
Rapid infuser used to administer blood, upon starting the blood after tubing primed, a leaking of blood noted from the top drip chamber near the spiked unit. Upon noticing a second tubing was primed and the remainder of the first unit was begun, and again blood was noted to be leaking from the same spot at the top of the drip chamber, where white cap meets chamber itself.